Manufacturer narrative:
This report is being submitted to relay device evaluation and additional information. The following sections are being reported: h6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. One tapered screw vent (tsvt4b13) was returned for investigation. Visual evaluation of the as returned product identified significant signs of use and fractured/chipped collar. Implant hex also identified damaged most likely from removal process. Pre-existing patient condition noted on the per was none. The reported device was being placed on tooth # 29 (universal) when the incident occurred and the implant had been placed for approximately 6 years 4 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 62682553. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62682553) for similar event using keyword (fracture implant), (functional fracture) and 1 other complaint was identified. July post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices (tsvt4b13) and events (implant fracture and functional fracture). Therefore, based on the available information, device malfunction for implant fracture has occurred and the reported event was confirmed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth: unknown / not provided. Weight: unknown / not provided. Fax number: unknown / not provided.

Event description:
It was reported that implant part of 3 unit bridge implant was still integrated, however the platform had fractured. Implant at tooth location #29 had to be removed. Nothing replaced and patient not returning.